Event description:
The patient was admitted to the hospital with airway issues and it was believed that replacing the vns generator with a sentiva model could alleviated those issues with different dosing options. The neurologist changed the dosing on the current generator to help alleviate airway issues. It was later reported that the patient's generator had been explanted and replaced due to "worsening upper airway obstruction when vns activated.¿ further follow up with the physician confirmed that the patient's reported airway issues are related to vns stimulation, and that there were no medication changes or other factors that could have contributed to the event. The physician states that the patient experienced significant airway obstruction when the vns output current was above 1.25 ma. The physician provided device parameters and diagnostics, which were within normal limits. The physician also confirmed that surgery was performed to preclude serious injury. No other relevant information has been received to date.